Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d10: concomitant med products and therapy dates: vapr tripolar 90 suction elect device, (B)(6) 2024. UDI: (B)(4). Investigation summary ==> the product was not returned to depuy synthes mitek, however a photo was provided for review. ¿ the photo investigation revealed that part of the error code ¿cut/coag stuck¿ could be observed on the. Only part of the rf generator display was visible. The reported device could not be observed. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would contribute to the complained device issue. ¿ based on the investigation findings, a potential cause cannot be stablished. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 1 of 2 for (B)(4). It was reported by the healthcare professional in china that during an arthroscopy surgery on (B)(6) 2024, it was observed that the vapr tripolar 90 suction elect device did not stop working after ablation and displayed the alert code ¿cut/coag stuck'. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional testing of the returned device. Visual inspection revealed that vapr tripolar 90 suction elect was not returned in its original package. The tip does show signs of activation. The shaft, handle, cable and plug did not show any signs of damage. The suction tube was missing from the device. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the coagulate mode the device worked as intended using hand controls and footpedal. On the ablate mode for handcontrols two of the buttons didn¿t work as intended, the footpedal activation worked as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, tip is in a used condition with tissue debris around the active tip and in the suction holes. Handle was in a good condition. No saline residue was found around the switch boot. Suction tube was cut off device. The device passed the electrical checks. The device failed the ablate function for two buttons (sw2 &sw6). Additional testing was performed. The rubber switch boot was removed to allow inspection of the switches. No obvious damage to the switches or pcb. The faulty buttons were pressed directly without the rubber switch boot fitted. This resulted in the one ablate button on device was functioning consistently. Following further manipulation/pressing, all buttons began to work. A DHR review has been performed for the complaint device lot number u2401081. No issues (ncrs or deviations) with the manufacturing process have been identified which could attribute to the complaint in question. The customer stated that the ts90 device gave 'continuous activation and alter code cut/coag stuck". Testing could not replicate the customer complaint on the device, however, it was established that two of the ablate buttons on device would not function. Pressing the buttons would not activate the device. Visual inspection did not reveal any clear defects on the switches or pcb. Subsequent manipulation/pressing of the faulty switches resulted in all correctly functioning. It's recommended that the internals of the switches be inspected to assess if a root cause can be established. Physical complaint devices have been returned to atl UK for investigation. From investigation were unable to reproduce the costumer reported problem 'that during the surgery, device does not stop working after ablation, and alert code ¿cut/coag stuck' however were able to confirm a fault with returned electrode: fault on ablate ¿ two buttons did not function (sw2 &sw6). Third button functioned. From initial investigation we have determined as no corrosion is present affecting the buttons which would indicate saline ingress through the switch boot, a potential cause of the fault seen is a defect with the tripolar switch pcb itself which could be the button or a physical interface issue. We have reviewed the incoming inspection history and integrity of the switch pcb assy component part number: 295008-ac batch car1626322 used in the manufacture of complaint device lot u2401081. A review of our quality records for this component batch shows no anomalies or non-conformances which could cause the defect seen. As the preliminary complaint investigation performed by atl UK indicates possible defect in the tripolar switch assembly, a supplier investigation has been raised against the supplier who will investigate this issue further to determine root cause and implement any appropriate corrective actions. As per mitek tripolar 90 suction electrode control plan 921110-bc this product is subject to 100% end of line electrical & functional testing at process ID no: 500.06 - 500.46 which would have detected this failure if this defect was present during manufacturing. Based on the reported event description, the failure mode does not appear to be an out of box failure, but more the case where the switches have deteriorated during use. The failure mode has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within 892007-dy for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent / unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre-mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as low as reasonably achievable (alra). A review of complaint records over the last 12 months to assess the frequency for defective component failure mode for the tripolar device shows this switch pcb defect to be of low occurrence with 3 confirmed devices (two recorded complaints including this complaint) in 67,910 individual tripolar devices shipped during the same period. Therefore, the severity and frequency (1 in 22,136) are as anticipated in the risk documentation and remain as alra. The OEM investigation will investigate this quality issue further to determine a potential root cause and implement any appropriate corrective actions. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause could be traced to component failure. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.